Manufacturer narrative:
The complaint of the "cuff roll" is confirmed. During functional testing the balloon was inflated with a 20cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction the walls of the balloon were observed collapsing in an uniformed manner. The incident of "cuff roll" was observed upon deflation of the balloon. The "rolling" of the balloon material is located in the middle of the balloon material. A chr of lot # nguco132 showed no other similar product complaint(s) from this lot number.

Event description:
"Cuff roll" was found at the distal tip of the feeding tube. The incident was found immediately after inserting the device to a pt. No pretest was conducted. The facility uses 75 units of the feeding tube per year.